Manufacturer narrative:
As reported, the 6f/7f mynxgrip vascular closure device (vcd) was used to repair endo thoracic aorta however, upon closing with mynxgrip, the device did not fully deploy. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The advancer tube was engaged to proximal tamp lock and the balloon was bunched at the distal tip. The catheter¿s lumen was torn approximately 69mm from the balloon proximal bond. The sealant sleeve was sliding on the advancer tube. The procedural sheath and the sealant were not returned. Per microscopic analysis, a scrape mark next to the torn site was found. A product history record (phr) review of lot f2001302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event the reported ¿sealant failure to deploy¿ was not confirmed during analysis of the returned device. The device was received damaged. In addition, the sealant was not returned with the device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle down completely, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f/7f mynx grip vascular closure device (vcd) was used to repair endo thoracic aorta however, upon closing with mynxgrip, the device did not fully deploy. There was no reported patient injury. The device will be returned for analysis.